Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted and as the md was advancing the iab into the sheath, it became stuck. As a result, the iab and the sheath were removed as one unit. Another iab kit was opened and this iab was inserted without difficulty.

Manufacturer narrative:
Sample will not be returned for evaluation.